Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The equipment was found to be fully functional. Device manufacture date: monitor: sn (B)(4): 10/23/2014, electrode belt: sn (B)(4): 1/23/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016 after being treated by the lifevest. The patient was reportedly in the hospital and unconscious at the time of the event. It was reported that the patient was suffering from an undiagnosed ulcer and was on blood thinners and had lost a considerable amount of blood prior to the event. Hospital staff were reportedly present for the event and removed the device after the treatments. Prior to passing away, the patient received 1 inappropriate treatment followed by an appropriate treatment. At 4:10:38 pm, the patient was treated by the lifevest. The patient's rhythm at the time of the treatment was atrial fibrillation (af) at 150 bpm. The post-shock rhythm was sinus rhythm at 80 bpm. Five minutes later, the patient's rhythm then went into ventricular tachycardia (vt) at 225 bpm. The patient was appropriately treated at 4:15:31 pm while in vt at 225 bpm. The patient's post-shock rhythm was sinus at 75 bpm. It was then reported that hospital staff removed the lifevest to initiate CPR. The patient passed away while not wearing the lifevest.